Event description:
Reporter indicated that device diagnostic testing at office visit in 2002 resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that when the patient underwent generator replacement surgery in 2002, device diagnostic testing resulted in nominal values. Since the patient did not feel stimulation during the office visit, the physician increased the output current to 2.5ma. Further follow-up revealed that an x-ray taken in 2002 revealed no anomalies or lead discontinuity. The physician planned to do a cat scan on the patient. Attempts to obtain additional information have been unsuccessful to date. No adverse event was reported in conjunction with the high lead impedance condition.